Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that a loss of capture was exhibited with the left ventricular (lv) lead. It was further reported that threshold values were later established with the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.